Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has alarmed error code several times. The screen has gone all red at those times. The customer want the pump to be checked as it is new since march. They switched the pump on and everything went ok until they started to prime the set. The screen went red, a code appeared. They can not silence the alarm and it is only when they remove the batteries, the pump is quiet. This occurred during pretest. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. However, most likely root cause of a 41622 error is debris interfering with the motor function. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Device history record for job (B)(4) which included serial number: (B)(6). There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.